Event description:
During a radial artery harvesting procedure, the tissue pad on the end of the device fell off. It is not known if it fell into the patient. Pulled another device to proceed and no patient consequence reported.